Event description:
It was reported that the t:slim x2 pump battery would not charge. There was no adverse impact to the customer¿s blood glucose level. The issue was resolved when the pump started charging after being connected to a working outlet for at least 30 minutes using the original charging supplies, and no further assistance was required.